Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer was using varisoft infusion set for longer than the recommended 72 hour period. Tandem technical support educated the customer that this is considered off label per the tandem user guide. The customer changed supplies and resumed insulin therapy.

Manufacturer narrative:
Per tandem user guide: change your infusion set every 48 if using to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.